Event description:
It was reported that a right ventricular (rv) lead integrity alert triggered for short v-v intervals and high rate-non sustained episodes. The rv defibrillation impedance trend showed a sudden deviation from a normal range to a high, out of range measurement. It was also noted that captured electrogram in a stored episode showed non-physiologic noise. It was noted that there was a fracture of the defibrillation coil on the lead. The lead was originally reprogrammed off and was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.